Event description:
Tampons have one extra long string [device physical property issue] . Case narrative: consumer reported via e-mail that the tampons have one extra long string. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons have one extra long string [device physical property issue]. Case narrative: consumer reported via e-mail that the tampons have one extra long string. No injury reported.